Manufacturer narrative:
Additional information received on october 6, 2023. Distributor received pump and a touchscreen responsiveness test was performed. The touch screen was found to be working as expected.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to customer's blood glucose. No additional information was provided.